Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8700v, serial (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. The main component of the device system the relevant components include: other relevant device(s) are: product ID: 8700v, serial/lot (B)(4), ubd: 27-oct-2005, (B)(4); product ID: 8840, serial/lot #: unknown, ubd: 27-oct-2005. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml hydromorphone at a dose of 2.0 mg/day and 10 mg/ml bupivacaine at a dose of 2 mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that an alarm was heard/confirmed by telemetry. A critical alarm occurred, eos (end of service) occurred. The patient went for replacement on (B)(6) 2018 but they did not do the case due to the unfamiliarity with the catheter. The hcp did try to aspirate the catheter but was not able to. The pump replacement was postponed and they planned to refer it to neurosurgery. No symptoms were reported and no further complications were expected or anticipated.